Manufacturer narrative:
Eval method: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported on an implant warranty and registration card that a patient had his lead replaced due to "lead exposure". Add'l info from the physician's office indicated that the pt had been originally implanted on (B)(6) 2011, but on (B)(6) 2011, the pt underwent a lead replacement and "wound cleaning surgery". Per the doctor's notes, the pt had a "wound infection" with "significant scabbing", and the lead was extruding. The removal was considered emergent. The relationship to vns was not known for these events, and there was no documented trauma or manipulation. Cultures from the pt had been taken that showed "very rare" staph infection, among "several other bacteria". Furthermore, there had not been any change in the pt's medications or diet that could have caused the extrusion. A search of the MFR's design history records showed that both the pt's leads and generator were properly sterilized before shipping. Good faith attempts for add'l info have been unsuccessful to date.